Event description:
The manufacturer received information alleging a loss of communication internal lithium-ion battery error code had occurred on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 was being evaluated at the manufacturer service center when the reported issue was found on the device. During the evaluation it was noted that the devices internal battery had failed on the device. The service technician performed testing on the device, which failed for the o2 low flow and 240vac power source average test steps. The service technician was not able to confirm or reproduce the failure during troubleshooting test level. In conclusion, the device's internal battery was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet, o-ring on the handle, and cord retainer were replaced for missing on the device, which was unrelated to the reportable issue. The internal battery was replaced to address another error code, urgent reminder, that was observed on the device's error log. This was unrelated to the reportable issue. The faa label was replaced for physical damage unrelated to the reportable issue. The device passed all final testing.